Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 240 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm or blank display anomaly was noted. However, the pump had a corroded battery tube. Unable to perform the currents test due to the button/keypad anomaly. The pump was received with broken battery tube threads, a broken belt clip slot, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.